Manufacturer narrative:
Mc1vr01-delsys serial# (B)(4).

Event description:
It was reported that a few hours after the implant procedure the patient developed a cardiac tamponade from a perforation. An x-ray was taken during the implant procedure did not show any signs of a perforation. Pericardiocentesis was done and patient ended up having an operation. During the operation a small clot was noted in the apical area. The leadless implantable pulse generator (ipg) had been deployed four times. The physician thinks that the incident might have happened when the ipg was recaptured after placement in the apical region, as the ipg was not fully retracted into the device cup when it was pulled back the delivery system. The ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.